Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc catheter was defective/damaged cracked, indwelling needle with air bubbles spilling out, (B)(6) hospital.

Event description:
No additional information is available.

Manufacturer narrative:
1. According to the description: the indwelling needle has cracks and there are bubbles leaking out, understood as a leakage. As no defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review (lot#4323693): 1) the products of this batch were assembled at intima ii auto line 2 in dec 2024 and packaged at r240 & cfs package line in dec 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. The retain sample from this batch were taken for visual inspection, and no complaint defects were found; a 45-psi leak test was conducted on the samples, and no leaks were observed in any part of the samples. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.